Event description:
Boston scientific crm received information that following implant procedure pocket closure, this right ventricular (rv) exhibited low r-wave measurements. Lead dislodgement was confirmed on fluoroscopy. The pocket was reopened and the lead successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.